Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with the device underwent cystourethroscopy, pelvic exam under general anesthesia, urethral dilatation, bilateral retrograde pyelogram, and bladder hydrodistention with marcaine instillation for pelvic pain and sui. The patient experienced abdominal pain, mixed incontinence, abnormal sensation when needing to urinate, painful urination, urine stream starts and stops during voiding, vaginal pain, vaginal spotting likely from mesh erosion.